Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Manufacturer report number 1627487-2019-05647. Manufacturer report number 1627487-2019-05648. It was reported that patient had loss of therapy due to loss of stimulation. Device system was explanted to resolve the issue. There was no complication during the procedure. Patient was stable.

Manufacturer narrative:
The reported event for loss of therapy was confirmed. As received, the ipg would not communicate with lab utilities. Since communication with the ipg was unsuccessful, the ipg case was cut open with a laser to access the battery. Inspection of the ipg revealed that the laser used to remove the top cover had cut a hole in the wrong location and damaged the battery. Inspection of the internal circuitry revealed it was contaminated with battery electrolyte. Further electrical testing could not be performed due to the damage that was caused by the laser during the lid removal process. Since further electrical testing could not be performed due to the damaged ipg, the root cause of the inoperable ipg cannot be ascertained.

Event description:
Manufacturer report number 1627487-2019-05647; manufacturer report number 1627487-2019-05648.